Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: inadvertently allowing saline to flow out from the suction barb on to the patient. Insufficient suction pressure. Having inadequate flow and circulation of saline. The roller clamp affixed to the suction line may have not been set to wide open or a secondary source of outflow was not used. The instructions for use (IFU) provided with the device contains warnings and precautionary measures related to proper use of the device. There were no indications during manufacturing record review to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder arthroscopy, after a relatively short period of use, the insulated instrument shaft and the handle became very warm causing a skin burn. The procedure was completed using a back-up device. It is unknown if there was a delay due to the event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.